Manufacturer narrative:
Review of the log files revealed that several premature switching events occurred due to momentary disconnections involving bat221455, bat221324, bat221206, bat221204. Additionally, two premature switches occurred due to communication errors involving bat221324, and bat221206. The logs also revealed a momentary disconnection to an ac adapter. The reported event was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The controller was able to recognize the batteries and a controller ac adapter on both power ports. Log file analysis revealed that the controller contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data logs revealed that several premature power switching events due to momentary disconnections and communication errors. This is an additional observation not related to the reported event. However, the reported loss of power could not be confirmed during log analysis. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected section per remediation review, it was determined that the applicable manufacturer evaluation result code in this report have been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passed functional testing and visual inspection. Controller functionality was tested, and system testing did not indicate any abnormal operation of the controller. The controller recognized batteries and ac adapters in both power ports. Customer complaint could not be confirmed. Review of the log files revealed 2 critical battery alarms events in separate occasions. Examination of the details of those alarms show that they were created by a prolonged use of a battery in controller port 2 much after it should have been replaced. When both these conditions are met, a very low battery in one port and a failure in communication in the other, a critical battery alarm would likely occur. No abnormal behavior of the controller was observed in the lab. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller had a loss of power. The power source (battery and ac adapter) on power port 1 was not recognized by the controller. A controller exchange was performed. No patient complications have been reported as a result of this event.